Manufacturer narrative:
1. The customer did not return defect samples, but the customer returned a video from which it could be found that the product had been used, and there was obvious blood on the tail. 2. Missing batch information; no production record check. 3. Plant did not carry out retained sample analysis due to lack of batch information. Conclusion: the root cause of the complaint could not be determined as no defect samples were received for analysis and confirmation, and lack of batch information.

Event description:
No additional information is available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum on (B)(6) 2025, at about 14:40, preparing to do pulmonary artery cta for bed 5, using a 20g indwelling needle to establish venous access, no abnormality when the syringe aspirated saline to check the indwelling needle, no abnormality when the puncture succeeded in injecting saline, when the clip of the indwelling needle was clamped shut, blood could be seen oozing out of the isolation stopper of the needle, and when the clip was opened, blood was still oozing out, so the needle was immediately withdrawn and explained to the patient and his family. The needle was removed immediately, and the patient and his family were given an explanation and communication, and then the 20g needle was replaced to establish intravenous access again.